Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient lost weight and was having a pocket revision because the current location was ¿uncomfortable¿. The environmental, external or patient factors that may have led or contributed to the issue was weight loss. There were no diagnostics or troubleshooting performed. The action intervention taken to resolve the issue is a pocket revision scheduled for (B)(6) 2022. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.